Event description:
It was reported that an ilet user skipped the fill cannula step during an infusion set and cartridge change, leading to incorrect supply change steps and requiring troubleshooting and education to complete the process. There were no reported symptoms or adverse clinical effects. Outcomes included no device alerts or alarms and successful resolution after guidance. Investigation included user interview and troubleshooting education. Investigation of this case revealed user error related to procedural error during supply change, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.